Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the mesh of the garment. The patient reported a known allergy to copper. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an antibiotic cream for the rash. Follow up indicated that the rash improved.